Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addrl1. Implantable pulse generator: serial# (B)(4), implanted: (B)(6) 2012. Product ID: 407652, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, no anomalies were found. However, it was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically melted but not breached, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there had been a right ventricular (rv) lead perforation. The lead was explanted. It was noted that the lead will be re-implanted in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.